Event description:
It was reported that the customer experienced a blood glucose (bg) level of 460 mg/dl; cause of bg not known. The customer went to the emergency room (ER) and bg was treated with intravenous fluids of saline. Reportedly, the customer was released later the same day with the issue resolved and no permanent damage. The customer continued to use the pump for insulin therapy and has an alternate method of insulin therapy available if necessary.